Event description:
Hcp reported the pump performance was in question because of inaccurate return volumes. The patient had complained of the pump making a "clunking" noise that was heard by the staff refilling the pump as well. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.